Event description:
It was reported the fecal management system (fms) was placed for the containment of diarrhea. During placement, an unknown volume of fluid was instilled into the retention balloon. The patient was given an unspecified amount of lactulose orally. The next day, the fms was ordered to be discontinued as the patient was capable of self-toileting. The nurse attempted to deflate the fms retention balloon, removing 30 milliliters of fluid. When the nurse attempted to remove the fms from the patient's rectum, she noted resistance from the device. A digital rectal exam was performed and the nurse found the retention balloon still had remaining volume. The fms catheter was cut above the port and the patient was placed in a side lying position. The fms was then freely removed from the patient with no further complication. The patient was reported to be stable post-removal.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. (B)(4).